Event description:
It was reported that the microjoint fenestrated grasper had a broken articulink screw, but the threads remained in the articulink. This instrument was used in a clinical case; however, there is no info available to confirm if the failure occurred during the case. No pt injury or adverse outcome occurred.